Event description:
Boston scientific received information that this pacemaker exhibited noise and oversensing which resulted to pacing inhibition. The patient reportedly fell several days prior to the follow up before the issues occurred. Surgical intervention was done to check an unknown right ventricular (rv) lead and the device was reprogrammed. Measurements obtained during follow up were within range. No additional adverse patient effects were reported. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.